Event description:
The pt's niece called to report the lead/extension device implant site was an open wound and was possibly infected. The implant area located at belt-level had been constantly rubbed; no fall or other trauma had occurred. She provided that her uncle had received the implant and subsequently relocated to oregon and was not established with a new physician. The hcp in california had advised the pt to contact medtronic for referral listings. The pt rep provided new physician contact info and redirected the pt to seek medical advice regarding treatment at an urgent care or ER. The rep requested follow- up for outcome.